Event description:
PICC line severed inside patient requiring intervention to remove.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive, since the product was not returned for evaluation.